Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-jun-2026, it was reported by a sales representative via phone that an ar-9925t syndesmosis tightrope pro implant had the button fall off of the inserter and could not be reattached. This was discovered during a syndesmosis repair procedure with no patient harm reported. No procedural delay was experienced and no additional anesthesia was administered. The case was completed using an ar-8925t syndesmosis tightrope xp.